Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted at commencement of caesarean, balloon inflated with 10ml of water and urine was draining. During surgery catheter noted to had fallen out due to balloon had ruptured. It was needed to be replaced mid surgery to prevent a bladder injury.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual: received 1 all silicone foley catheter. Using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted at commencement of ceasarean, balloon inflated with 10ml of water and urine was draining. During surgery catheter noted to had fallen out due to balloon had ruptured. It was needed to be replaced mid surgery to prevent a bladder injury.